Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in delivery of inappropriate shocks in more than a single episode. The patient was seen in the hospital following the shock therapy episodes. Review of the stored episodes noted non-physiologic noise with an almost flat line at the onset of one of the episodes. The device was noted to be programmed to secondary sensing vector and the smartpass feature was off. Noise was observed with any patient movement. Technical services (ts) discussed the option of programming the sensing vector to primary and discussed troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in delivery of inappropriate shocks in more than a single episode. The patient was seen in the hospital following the shock therapy episodes. Review of the stored episodes noted non-physiologic noise with an almost flat line at the onset of one of the episodes. The device was noted to be programmed to secondary sensing vector and the smartpass feature was off. Noise was observed with any patient movement. Technical services (ts) discussed the option of programming the sensing vector to primary and discussed troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken approximately two weeks later. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing that resulted in delivery of inappropriate shocks in more than a single episode. The patient was seen in the hospital following the shock therapy episodes. Review of the stored episodes noted non-physiologic noise with an almost flat line at the onset of one of the episodes. The device was noted to be programmed to secondary sensing vector and the smartpass feature was off. Noise was observed with any patient movement. Technical services (ts) discussed the option of programming the sensing vector to primary and discussed troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken approximately two weeks later. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.